Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a rupture of the left implant. The device has been explanted and replaced with non-allergan brand.

Event description:
A healthcare professional reported a rupture of the left implant. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed, as unidentified (tear) opening (shell thickness within specification). No other additional observation. No further actions are required, as the device was implanted.

Event description:
A healthcare professional reported, a rupture of the left implant. The device has been explanted and replaced with non-allergan brand.